Event description:
The renal unit manager from the hospital reported on the (B) (6) 2009 that a patient complained of feeling light headed, vague, and shaking at the end of dialysis therapy. The patient's blood pressure was found to be 128/102, pulse 67, temperature 36.2 degrees c. A blood sample was centrifuged and noted to be a rose colored result (positive). A second blood sample was centrifuged, and noted to be rose colored also. The blood samples were sent to labs as per protocol. Reportedly, some samples had hemolyzed. The blood samples were repeated and had not haemolyzed but the results were consistent with hemolysis. The patient was admitted to (B) (6) on an unknown date. Unknown interventions were provided. The patient length of stay is unknown. (B) (4) blood lines were in use during this event. The dialyzer sample is not available for evaluation. The patient outcome is unknown.

Manufacturer narrative:
(B) (4). The actual sample was discarded and not available for evaluation. Additional information received from the local complaint coordinator on 15 dec 2009 indicates: the manufacturer was notified. The batch review from the manufacturer indicates that the manufacturing records, process inspection records and release inspection records of the lot involved were reviewed and no abnormality was found. A retention sample was reviewed and no abnormality was found in the biological tests performed on the samples.

Manufacturer narrative:
(B)(4).additional information received from the facility indicates that the patient was hospitalized on (B)(6) 2009 for this event and discharged within twenty four hours. The facility declined to provide additional clinical information related to the interventions required for this event. No further information will be received.

Event description:
On (B) (6) 2010, pt reported he was rushed to the hospital on (B) (6) 2010 after eating a banana spilt and not bolusing for it on (B) (6) 2010. Pt stated, he thought he could get away without bolusing and stayed up for about 1 hour after eating it. Pt reported, he passed out after getting up in the middle of the night to go to the bathroom and his wife called 911. Pt stated, his blood glucose reading had gone up to 850 mg/dl and he was kept in the hospital for 2 days. Pt was asked to take off his infusion device and placed on an insulin drip in the emergency room (ER) and then placed in the intensive care unit (ICU) overnight. Pt reported, the hospital staff requested he go back on his primary infusion device. Pt stated, they monitored his readings for 4 hours and released him on (B) (6) 2010. Pt reported, his readings are back to normal and are currently around 150 mg/dl. Submitted request for additional training. No product return was requested.